Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances, greater than 3,000 ohms along with noise and no capture at maximum outputs. The patient was programmed to pace/sense in the atrium only and the tachy mode was programmed off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).